Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient's left femur was revised due to femoral periprosthetic fracture, and breakage of the nail at the fracture site. Patient was revised to competitor devices.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. As in the event description clearly mentioned that "it was reported that the patient's left femur was revised due to femoral periprosthetic fracture, and breakage of the nail at the fracture site. Possible cause or contributor to periprosthetic or device fracture was not reported to the rep. Patient was revised to competitor devices." If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the patient's left femur was revised due to femoral periprosthetic fracture, and breakage of the nail at the fracture site. Patient was revised to competitor devices.